Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 9/02/2014. Evaluation shows that a bolt was missing. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Caster fork axle bolt snapped.